Manufacturer narrative:
Analysis of the catheter, model# 8709sc, serial# (B)(4), found no significant anomalies. An indent was found in the cup of the sutureless connector, which did not affect infusion. The analysis interrogation report indicated the patient received fentanyl (2000.0mcg/ml, 99.9mcg/day), bupivacaine (30.0mg/ml, 1.499mg/day), and dilaudid (0.4mg/ml, 0.01998mg/day).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(4), female patient who was receiving fentanyl 2000 at 809 via an implantable pump for non-malignant pain and other chronic/intract pain. On an unknown date, the patient had sudden leg pain. It was unknown what led to the event. On (B)(6) 2015, a dye study was performed and they could not aspirate the catheter. A rotor test was also performed and was normal. As of (B)(6) 2015, no interventions/actions were taken and the issue was not resolved. The patient's status was reported as alive no injury. Additional information has been requested regarding the cause of the event and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: pump, serial # (B)(4); explanted: (B)(6) 2016. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was received from a consumer and healthcare professional via a company representative on (B)(6) 2016 and it was reported that the pump was delivering dilaudid (concentration 2 mg; dose. The patient had a lack of efficacy. The cause was unknown. Per this reporter, the dye study was normal. The entire system was replaced. The issue was resolved. The patient status was reported as "alive-no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.